Event description:
It was reported that this patient did not think the vns was helping with seizure control and therefore the device was turned off in (B)(6) 2018. Now the patient is having pain on the left side of their neck and chest and therefore would like the device removed. Multiple attempts for relevant information were made, but no information has been received to date. No known surgical intervention has occurred to date. No other relevant information has been received to date.